Event description:
It was reported that the patient developed an infection at the ipg, implantable pulse generator, site. The patient underwent an explant of the ipg and the adapters as a precaution, it was noted that the infection was not device related. Cultures were taken but the results are unknown. The patient was well post-operatively.

Manufacturer narrative:
Explant date: (B)(6) 2022 (exact date unknown). Additional suspect medical device components involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the ipg, implantable pulse generator, site. The patient underwent an explant of the ipg and the adapters as a precaution, it was noted that the infection was not device related. Cultures were taken but the results are unknown. The patient was well postoperatively. It was additionally reported that the ipg site was red and the patient was placed on antibiotics. The device will not be returned for analysis as they were destroyed by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7070181 and 7070282.